Event description:
It was reported that stent damage occurred. Following pre-dilatation, a 2.75 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent was lifted. The procedure was completed with a different device. No patient complications nor injuries were reported.